Manufacturer narrative:
As reported, the bard/davol hydrosurg irrigator leaked water in the battery compartment. The subject device has not been returned for evaluation. Based on the condition reported, the root cause is most probably due to fluid ingress into the unit housing. However, without sample evaluation, a definitive conclusion cannot be made. Should additional information be provided a supplemental emdr will be submitted.

Event description:
As reported, during an unknown procedure on (B)(6) 2021, the bard/davol hydrosurg irrigator leaked water out of the battery compartment. There was no reported patient injury.